Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the pump was not emitting battery alarms or low cartridge alarms. It was reported that the pump had reached 20 units and it did not alarm. The pump has also completely shut off due to dead batteries but no warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed a replace cartridge alarm and a low cartridge warning. The alarm history showed multiple low cartridge warnings. A visual inspection of the pump showed that battery compartment and returned battery cap were undamaged and the pump was able to fully power on. The pump was exercised for 24 hours with no alarms. The pump was powered on with an external power supply. The input voltage was lowered until the pump alarmed for low battery and then for replace battery. The pump was to 21 units and then was set to deliver the basal rate. At 20 units, the pump alarmed for low cartridge. The pump cover was opened and no internal defect was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.